Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), h3: analysis of the recharger, model wr9200 , s/n (B)(6), revealed a battery pack failure of the recharger. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. G2. Foreign: sg medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a brand new wireless recharger (wr) was packed with all other consumables required for a deep brain stimulation (dbs) surgery. The rechargeable implantable neurostimulator (ins) is usually 100% charged prior to the day of the surgery. On the day of the surgery, the wr is taken out of the box and out of shipping mode. At the same time, the wr is used to charge the battery to 100% again. When the wr was taken out of the box, the on/off button was pressed down. The button flashed and immediately turned off. The device was not able to turn on again. There were no factors that may have led or contributed to the issue. A hard reset of 30 seconds was performed but it still did not turn on. A replacement wr was provided and although the replacement wr resolved the issue, the issue of the faulty wr was not resolved at the time of the report.